Event description:
It was reported that there was difficulty recapturing the device and subsequent kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. A partial recapture was attempted and the sheath started to buckle. The partial recapture was difficult, but the physician did it a couple of times. The physician attempted a full recapture, but was unsuccessful. The device was deployed and met criteria for release. After the system was removed, a kink was noted to both the was and wds. No patient complications were reported.